Manufacturer narrative:
The field service engineer (fse) observed dried residue on and near the rocker mechanism on the dxh 800 slidemaker stainer. The fse did not find an active fluid leak but believes the residue is from a possible fluid leak from the aspiration probe. The fse performed a slight alignment of the dispense probe for the horizontal and vertical positions including moving the probe rinse and rinse cup. The fse performed daily checks, system startup and shutdown, and completed 30 samples of testing; there was no evidence of fluid leak. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately two (2) milliliters of cleaner fluid leaked within the instrument during system shutdown involving the unicel dxh 800 slidemaker stainer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.